Event description:
It was reported that when the rn attached the spiro to the patient's tri-fuse tubing set, blood started back-flowing into the spiro cap and dripped out of the spiro and onto the patient's bed and the floor. The chemo infusion had not yet began. It was confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient's demographics requested, but was not provided.

Event description:
It was reported that when the rn attached the spiro to the patient's tri-fuse tubing set, the blood started back flowing into the spiro cap and dripped out of the spiro onto the patient's bed and the floor. The chemo infusion had not yet began. There was no patient harm.